Event description:
It was reported that during a photoselective vaporization of the prostate procedure the energy beam was shooting out of end of the fiber tip, after 20349 joules and 7:18 minutes of use. The fiber tip (cap) was cleaned during the procedure. There were no visible stones present during the procedure. The procedure was completed utilizing another fiber. There was no injury to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap bevel edge and the metal cap are not aligned. The glass cap is protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure the energy beam was shooting out of end of the fiber tip, after 20349 joules and 7:18 minutes of use. The fiber tip (cap) was cleaned during the procedure. There were no visible stones present during the procedure. The procedure was completed utilizing another fiber. There was no injury to the patient due to this event.